Event description:
It was reported the patient¿s implantable neurostimulator (ins) had not worked in over "4.5 years." It was noted the patient contacted the manufacturing representative last wednesday. It was further noted the patient had an appointment with the manufacturing representative today. The reporter stated they were waiting for the manufacturing representative to adjust the patient¿s settings. Additional information received reported the manufacturing representative would contact the patient. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).